Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touch screen on the color display was intermittently unresponsive and slow to register input during initial setup and training. Symptoms included no clinical effects. Outcomes included no interruption of therapy, no alerts or alarms, and no impact to blood glucose. Investigation included guided troubleshooting with a device restart and removal of the screen protector to assess touch responsiveness. The investigation revealed that touchscreen responsiveness returned to normal after the restart and removal of the screen protector, which was consistent with a user interface interaction issue rather than a device malfunction. Based on previously established findings for similar reports, it was concluded that the cause was user interaction with an external accessory affecting the touchscreen, and the issue was resolved through standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.